Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to a bipap device's sound abatement foam. The manufacturer received additional information alleging the patient also having down syndrome. The medical intervention was not specified. Sectiong3, h2, h6 are updated in this report.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer received additional information alleging the patient also having down syndrome. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal and external visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of indeterminate grey contaminant on back of rear panel, indeterminate black particles inside face of front panel, white dust-like film on top of blower box, hair-like objects inside bottom enclosure, white dust-like contaminants on top and inside of the blower, liquid ingress with mineral buildup on bottom of the blower and in blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device was hooked up to power supply, airflow was verified and the device operated properly. The device's event logs were downloaded and reviewed. The manufacturer found 1 instance of e-130. The manufacturer concludes there was evidence of indeterminate grey contaminant on back of rear panel, indeterminate black particles inside face of front panel, white dust-like film on top of blower box, hair-like objects inside bottom enclosure, white dust-like contaminants on top and inside of the blower, liquid ingress with mineral buildup on bottom of the blower and in blower box. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.